Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "tech faults appeared and no display. Unit came disassembled from customer. (This may be physical damage from customer but not physical damage is seen with the un-aided eye". Health impact: no patient involvement.

Manufacturer narrative:
The following was reported:"during pm tf: 481004, 481003 tech event: 233004, 233001, 231036. Tech faults appeared and no display. Unit came disassembled from customer. (This may be physical damage from customer, but not physical damage is seen with the un-aided eye. Replaced main board." No patient involvement. The provided logfiles show that the mainboard was replaced (time jump to year 2000 because the esm was removed). Reported tfs are confirmed.